Event description:
Report received of tubing "rupture" while in use with a power injector. A primary IV set was connected to the extension set and then connected to a peripheral i.v. Cannula. Power injector tubing was connected to the clave port of the extension set and the extension set clamped above the y-clave site. The patient was to receive omnipaque 240 contrast infused by the e-z-em percumpump CT injector at 2 milliliters per second, while the primary pump was put on pause. As the contrast was injected, the tubing burst below the clamped area and contrast came into contact with the patient's arm. The tubing was changed. No adverse sequelae to the patient were reported and the scan was completed without further incident. Although requested, no additional information was provided.